Event description:
Customer is complaining that the table is hard to push and the healthcare staff is complaining of soreness and straining when transporting the table from storage to the operating room.

Manufacturer narrative:
Replaced casters on table.